Event description:
Procedure: gastric bypass according to the reporter: endostitch surgidac used (173021) during creation of the gastrojejunostomy endostitch suture detached from the needle, leading the needle secured inside the jaws of the endostitch device. Nothing fell into the patient's cavity. The needle broke while holding tension on running a suture line. It broke between the needle and the ferrule.

Manufacturer narrative:
(B)(4).